Event description:
On 08/26/2009, the pt reported that for the past 5 months, her blood glucose has elevated to the 300-400 mg/dl range with her target range being 120 mg/dl. Symptoms are fatigue and sluggishness and she boluses insulin via syringe or her infusion device to correct her readings. She stated she changes her cartridge and tubing every 6-7 days and her infusion headset every 3 days. Her device adapter has never been changed and has been in use about 1.5 years. She was advised to change the adapter every 10th cartridge change. She stated, she uses the area below her navel for her sites and has used this same area, since starting pump therapy. Site rotation and management were discussed with the pt. She said, she occasionally notices leaking near the adapter and luer lock and said there are "gaps" at the luer lock that make priming difficult. She was diagnosed with kidney disease in early 2009 and had surgery approx seven months later. Troubleshooting did not find any product issues. Complimentary adapters and a guide to infusion site management were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. The adapter was replaced and requested to be returned for eval.